Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable creatinine jaffé gen.2 result for one patient sample. The initial result was 0.30 mg/dl and was flagged with "failed delta check" by their lis system as the result for this patient on (B)(6) 2013 was 1.57 mg/dl. This result was reported outside the laboratory. On (B)(6) 2013, the physician called and questioned the result. The same sample was repeated on the cobas c502 analyzer and the result was 1.21 mg/dl. Because the sample was lipemic, the sample was recentrifuged and then repeated on the cobas c502 analyzer and the result was 1.4 mg/dl. The repeat results were believed to be correct. The customer stated the patient's treatment was not changed or withheld due to the erroneous result. The creatinine jaffé gen.2 reagent lot number was 68430901 with an expiration date of 02/28/2015. The field service representative found there was cell rinse water collecting on cell covers and he adjusted the cell rinse dispense. To verify the analyzer operation, he ran calibration, qc and precision check successfully.